Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer) exemption # e2014011 please note that while this event occurred in 2013, ulrich medical gmbh was only made aware of the event earlier this month due to a legal matter.

Event description:
Screw breakage.